Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller reported the patient the patient experienced electrical shocking down their legs since 2017. The caller stated is started two weeks post implant. The caller stated it was like something was sitting on a nerve causing the issue. The caller stated the doctor finally believed the patient when he was at the doctor's office screaming and he couldn't move his leg or one side of his body during one of the shocking episodes. The patient had their full system explanted as a result. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-06-06. It was reported the cause of the shocking was not determined. The stimulator was removed in the spring of 2018. No further complications were reported/anticipated.